Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 230 mg/dl. The customer stated she has air bubbles in the reservoir and tubing. Customer stated that air bubbles occurred after 18 hours. Customer stated that there is no leak detected and inform patient to review the relevant infusion set and pump product manual. Customer was sending replacement.